Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild tortuosity. The 2.75x38mm xience sierra stent delivery system (sds) was advanced to the target lesion and the balloon of the sds was inflated; however, only the proximal end of the balloon would inflate. Therefore, the delivery system was removed from the patient and a 1.5x12mm nc balloon was used to fully expand the stent. Additionally stenting was performed to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case it is possible that the device interacted with the anatomical conditions of the lesion, contributing to the reported inflation problem: however, this cannot be confirmed. A conclusive cause for the reported inflation problem cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.